Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent. The breach in aseptic technique was described as "patient admitted to being prone to forget to wash hands and wear a mask while pd therapy at home". On the same day as the onset, the patient was hospitalized and was treated with an unspecified medication for the event. At the time of this report, the patient was recovered form the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.